Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the available info does not allow for an exact determination of causal factors; however, the pt had advanced age and medical conditions that may have contributed to the reported death.

Event description:
The report is from the study. The pt was a female, with a history of hyperlipidemia, smoking, and hypertension. The target lesion was the proximal left internal carotid artery. Pre-procedure stenosis was 90%. The lesion length was 20mm and 6mm in diameter. The lesion was concentric, mildly calcified, and moderately tortuous. A precise rx 8 x 30mm stent was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The pt was discharged the following day (2008). The pt was found dead by her bed at home in 2009. No autopsy was performed. The death certificate is not available.